Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no errors, alarms, or warnings related to the complaint. The recorded basal and bolus totals added up to accurately reflect the total daily dose values. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.